Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). (Device not returned). No results available since device not returned for evaluation. Evaluation conclusion: (based on the information available no root cause can be determined). (B)(4).

Event description:
During an attempt to treat a lesion in the distal sfa using an admiral xtreme device, it was reported that the balloon burst at 10atm. The device was being used to post dilatate the lesion. There was no injury to patient.